Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the patient's family member called to say that the patient had lost their programmer and they had received a replacement handset/communicator "last week" and they'd been trying to get it connected but had been unsuccessful thus far. Patient services guided the caller in pairing the communicator to the handset  and the caller entered the mytherapy application, placed the communicator over the ins site and immediately got the message 'no device found.' Patient services (ps) explained to the caller that 'no device found' is typically a signifier that the person using the handset is in the wrong application but the caller triple confirmed they were not in any other application other than the mytherapy application. Ps had the caller check the app version number in the settings. The caller also stated they saw the interstim x mythearpy and clinician applications as well as the micro mytherapy and clinician applications. Again the caller confirmed they had only entered into the mytherapy application. Ps conferenced in healthcare it and healthcare it confirmed everything was up to date. Ps had the caller restart the handset and attempted to get the caller to switch communicators but the communicator was pairing immediately to the handset. Ps had the caller toggle the bluetooth off and back on again and the caller saw the communicator serial number in the bluetooth section but instead of selecting it there they attempted to switch communicators again in the mytherapy application; however, the communicator paired immediately to the handset. Ps was going to have the caller toggle the bluetooth once more and select the communicator from the bluetooth section and then reenter the application and attempt to connect to the ins again; however, the caller had end the call to help the patient. The caller stated they would call back later to continue trouble shooting. Advised caller if the issue could not be resolved, the patient would need a replacement handset. Ps also wanted to note that during the conversation ps overheard someone (presumably the patient) in the background repeat the word "blood blood blood" but there was entirely no context and no allegation against the device/therapy. Ps was focused on the reason for call so didn't ask any further questions. Patient representative (rep) called back to attempt to connect with ins. Helped successfully pair the programmer and communicator and had patient rep position communicator over implanted device and press search for device. Patient repositioned communicator over implant and retried. Each time patient rep pressed find device or retry, screen displayed device not found. Re-checked correct app being used, confirmed blue light was solid and programmer and communicator were connected. Redirected to hcp to check ins. Additional information was received. The patient representative called back and reported that the patient had the ins battery checked at the urologists office and they confirmed the battery is dead. The patient is working to schedule the ins battery replacement.